Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) with hypoglycemia. The patient's blood glucose levels reached 27 mg/dl while wearing the pod between 4 and 24 hours at the infusion site (leg). The patient had a seizure, was diagnosed with covid-19, and just had a baby the previous week. The patient was treated with insulin and seizure medicine, and was prescribed lantus insulin, and given over the counter vitamin d3, vitamin b1, vitamin a. The patient was released after a week. The pod was removed at the hospital.